Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was implanted in 2008. The patient was admitted to the hospital one week later, due to a syncopal event. This was a result of a charge time of 10 seconds during ventricular tachycardia (vt). The device was reprogrammed to initial shock of 21 joules. While hospitalized, an episode of polymorphic ventricular tachycardia had been declared at a rate of 150 beats per minutes. This slower vt was undetected for approximately two minutes. The patient suffered hypoxemia due to under detection and was placed on ventilator. The ICD was reprogrammed to a lower rate detection of 140bpm. The following day, the patient experienced a polymorphic vt which went undetected due to automatic gain control fluctuations for approximately 4 minutes. Physician externally defibrillated the patient due to undersensing. Patient expired after sinus rhythm was restored the next day. Leading into the vt, the device was atrial pacing. This slow vt was undersensed due to the cross chamber ventricular blanking after these paces and due to the ventricular refractory period. Also, the tachycardia rate cut off is very high, and the identified vt was below initial rate cut off for detection. With the combined high rate cut off to recognize an arrhythmia and the blanking and refractory periods following atrial paces, the detection of the arrhythmia was delayed. Strips were sent to review. A technical service consultant reviewed the strips and confirmed the ICD was pacing due to sensor which caused the real vt to be blanked. Chest compressions were performed at the time which may have activated the accelerometer causing atrial and ventricular paces at a rate such that the rhythmical was blanked. Once the episode was declared there was no atrial pacing due to the ventricular tachycardia response mode switch. Device operated correct according to programmed parameters.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) currently has not been returned to boston scientific for analysis. Should additional information become available this product issue will be updated.